Manufacturer narrative:
(B)(4). The reported patient effect of tricuspid regurgitation was a result of procedural conditions as it was reported that the tricuspid regurgitation grade remained at grade 4 after the single leaflet device attachment (slda) of the clip.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device coding: 2017 - failure to follow steps; use in tricuspid valve. The customer reported the mitraclip clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the implanted clip opened approximately 90 degrees, and detached from the posterior leaflet, remaining on the anterior leaflet, which required an additional clip for treatment. It was reported that this was a procedure to treat tricuspid regurgitation (tr) with a grade of 4. The tr was attempted to be treated with the mitraclip system. The clip delivery system was advanced to the valve, and the clip was positioned between the posterior and anterior tricuspid valve leaflets. The leaflet grasp was confirmed and the decision was made to deploy the clip. The clip was closed completely before the final arm angel test. After deployment, it was observed that the clip was opened approximately 90 degrees. Echocardiogram found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was not possible to determine the reason for the opening of the clip after the deployment. In the physicians opinion, it is possible that the lock lever was not completely in the locked position during the last final arm angle test. It was noted that while performing the final arm angle test, fluoroscopy did not show the full arms due to the different settings of the echocardiogram machine, anesthesia and c-arm. The c-arm could not be adjusted in a way that the clip could be observed; therefore, the clip opening could not be seen. A second clip was implanted close to the first clip for stabilization of the first clip. The procedure was complete with three clips implanted and the tr remained at 4. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the information provided to abbott vascular, the manufacturing records and complaint history for the reported lot. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a query of the complaint-handling database was performed and identified no other incidents reported for mechanical issue (clip opening while locked) or single leaflet device attachment (incomplete coaptation) from this lot. Potential causes for mechanical issues with the clip (clip opened while locked) and single leaflet device attachment (slda) leading to incomplete coaptation were considered, including manufacturing, patient conditions and user technique/procedural conditions. The mechanical issues with the clip resulting in the clip opening while unlocked and slda can be a result of manufacturing anomalies, such as the lock lever not advancing completely to lock the clip, the grippers not being able to actuate, or damage to the clip components. The mechanical issues with the clip resulting in the clip opening while unlocked and slda may be influenced by anatomical morphology/pathology, such as vessel tortuosity, or a rotated heart, which could result in increased tension on the device, as well as anatomical morphology of the valve (e.g. Tethered leaflets, chordae interaction, thinner/thicker leaflets, restricted/prolapsed leaflets). Factors related to user technique which can influence mechanical issues with the clip resulting in the clip opening while unlocked and slda include, but are not limited to, difficulties with visualization of the clip, or incorrectly establishing faa (e.g. Lock lever not fully advanced, rotating arm positioner more than half a turn in the open direction). Based on the information reviewed, and without the device to examine, no device malfunction could be confirmed and a cause for the reported mechanical issue with the clip could not be determined. It should be noted that the mitraclip instructions for use (IFU) states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. As it was reported that the mitraclip device was used on the tricuspid valve, this incident is considered an off-label use of the device. In addition, the IFU instructs the user to establish final arm angle (faa). In this case, the physician did not adjust the angle of the fluoroscopy to see both clip arms during faa testing and was unsure if the lock lever was fully advanced to re-lock the clip. Deployment maneuvers were continued without confirming the clip arms remained closed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, it was confirmed that only 2 clips were implanted, not 3 as initially reported. No additional information was provided.